Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / sharp unbearable pelvis pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included c-section on (B)(6) 2009 and c-section (discrepant data, reported as (B)(6) 2004 and 2007). Previously administered products included for an unreported indication: mirena from 2009 to 2013. Concurrent conditions included diabetes, bipolar depression, post-traumatic stress disorder and seizure. Concomitant products included hydroxyzine (atarax) for anxiety, antipsychotics for bipolar depression, insulin for diabetes and valproate semisodium (depakote) for migraine. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polyarthritis ("arthritis / pain in joints") and migraine ("migraines with pressure pain") with nausea and vision blurred. In 2013, the patient experienced abortion spontaneous ("miscarriage") and was found to have a pregnancy with contraceptive device ("miscarriage"). On an unknown date, the patient experienced bipolar disorder ("bi-polar depression worsened"), diabetes mellitus ("diabetes worsened"), genital hemorrhage ("severe bleeding"), abdominal pain ("abdominal pain / severe and persistent abdominal pain"), adnexa uteri pain ("ovarian pain"), uterine pain ("uterus pain"), fatigue ("fatigue"), ovarian cyst ("ovarian cysts"), alopecia ("hair loss"), feeling abnormal ("brain fog"), latent tuberculosis ("latent tuberculosis"), allergy to metals ("allergy to nickel"), mental disorder ("aggravated psychiatric and /or psychological conditions") and device dislocation ("migration") and was found to have weight increased ("minimal weight gain"). The patient was treated with antibiotics and surgery (hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and mental disorder was resolving, the bipolar disorder, diabetes mellitus, abortion spontaneous, pregnancy with contraceptive device, genital hemorrhage, adnexa uteri pain, uterine pain, fatigue, ovarian cyst, polyarthritis, weight increased, migraine, feeling abnormal, latent tuberculosis, allergy to metals and device dislocation outcome was unknown and the alopecia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, adnexa uteri pain, allergy to metals, alopecia, bipolar disorder, device dislocation, diabetes mellitus, fatigue, feeling abnormal, genital haemorrhage, latent tuberculosis, mental disorder, migraine, ovarian cyst, pelvic pain, plyarthritis, pregnancy with contraceptive device, uterine pain and weight increased to be related to essure. The reporter commented: she was unable to wear fake jewelry otherwise she swell and bleed. Essure worsened the pre-existing condition of diabetes and bipolar depression. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Essure confirmation test done in 2010 (result not provided). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / sharp unbearable pelvis pain'), bipolar disorder ('bi-polar depression worsened') and diabetes mellitus ('diabetes worsened') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included c-section on (B)(6) 2009 and c-section (discrepant data, reported as (B)(6) 2004 and 2007). Previously administered products included for an unreported indication: mirena from 2009 to 2013. Concurrent conditions included diabetes, bipolar depression, post-traumatic stress disorder and seizure. Concomitant products included hydroxyzine (atarax) for anxiety, antipsychotics for bipolar depression, insulin for diabetes and valproate semisodium (depakote) for migraine. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polyarthritis ("arthritis / pain in joints") and migraine ("migraines with pressure pain") with nausea and vision blurred. In 2013, the patient experienced abortion spontaneous ("miscarriage") and was found to have a pregnancy with contraceptive device ("miscarriage"). On an unknown date, the patient experienced bipolar disorder (seriousness criterion medically significant), diabetes mellitus (seriousness criterion medically significant), genital haemorrhage ("severe bleeding"), abdominal pain ("abdominal pain / severe and persistent abdominal pain"), adnexa uteri pain ("ovarian pain"), uterine pain ("uterus pain"), fatigue ("fatigue"), ovarian cyst ("ovarian cysts"), alopecia ("hair loss"), feeling abnormal ("brain fog"), latent tuberculosis ("latent tuberculosis"), allergy to metals ("allergy to nickel"), mental disorder ("aggravated psychiatric and /or psychological conditions") and device dislocation ("migration") and was found to have weight increased ("minimal weight gain"). The patient was treated with antibiotics and surgery (hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and mental disorder was resolving, the bipolar disorder, diabetes mellitus, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, adnexa uteri pain, uterine pain, fatigue, ovarian cyst, polyarthritis, weight increased, migraine, feeling abnormal, latent tuberculosis, allergy to metals and device dislocation outcome was unknown and the alopecia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, adnexa uteri pain, allergy to metals, alopecia, bipolar disorder, device dislocation, diabetes mellitus, fatigue, feeling abnormal, genital haemorrhage, latent tuberculosis, mental disorder, migraine, ovarian cyst, pelvic pain, polyarthritis, pregnancy with contraceptive device, uterine pain and weight increased to be related to essure. The reporter commented: she was unable to wear fake jewelry otherwise she swell and bleed. Essure worsened the pre-existing condition of diabetes and bipolar depression. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Essure confirmation test done in 2010 (result not provided). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: plaintiff fact sheet received. Reporter added. Added event migration. Event genital haemorrhage, miscarriage, pregnancy with contraceptive device updated as non serious. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / sharp unbearable pelvis pain"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("miscarriage"), genital haemorrhage ("severe bleeding"), bipolar disorder ("bi-polar depression worsened") and diabetes mellitus ("diabetes worsened") in a female patient (gravida 3, para 2) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included c-section (discrepant data, reported as (B)(6) 2004 and 2007) and c-section on (B)(6) 2009. Previously administered products included for an unreported indication: mirena from 2009 to 2013. Concurrent conditions included diabetes and bipolar depression. Concomitant products included hydroxyzine (atarax) for anxiety, antipsychotics for bipolar depression, insulin for diabetes and valproate semisodium (depakote) for migraine. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthritis ("arthritis / pain in joints") and migraine ("migraines with pressure pain") with nausea and vision blurred. In 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), diabetes mellitus (seriousness criterion medically significant), abdominal pain ("abdominal pain / severe and persistent abdominal pain"), adnexa uteri pain ("ovarian pain"), uterine pain ("uterus pain"), fatigue ("fatigue"), ovarian cyst ("ovarian cysts"), weight increased ("minimal weight gain"), alopecia ("hair loss"), feeling abnormal ("brain fog"), latent tuberculosis ("latent tuberculosis"), allergy to metals ("allergy to nickel") and mental disorder ("aggravated psychiatric and /or psychological conditions"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with antibiotics, para-seltzer (excedrin) and surgery (hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and mental disorder was resolving, the abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, bipolar disorder, diabetes mellitus, adnexa uteri pain, uterine pain, fatigue, ovarian cyst, arthritis, weight increased, migraine, feeling abnormal, latent tuberculosis and allergy to metals outcome was unknown and the alopecia had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, adnexa uteri pain, allergy to metals, alopecia, arthritis, bipolar disorder, diabetes mellitus, fatigue, feeling abnormal, genital haemorrhage, latent tuberculosis, mental disorder, migraine, ovarian cyst, pelvic pain, pregnancy with contraceptive device, uterine pain and weight increased to be related to essure. The reporter commented: she was unable to wear fake jewelry otherwise she swell and bleed. Essure worsened the pre-existing condition of diabetes and bipolar depression. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Essure confirmation test done in 2010 (result not provided). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.